Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that there was damage to the charge-coupled device (ccd) from a third party repair. Additionally, the evaluation revealed the following findings: the exera data verification had no data transmission; leak from light guide tube; switch 4 wasn¿t working; light guide tube had a cut; scope connector boot had a cut; electrical connector had corrosion; customer label found on scope connector; and labels were all worn and peeling. Also observed was third party repair, including non-olympus adhesive on bending section cover (a-rubber), non-olympus insertion tube, non-olympus control body and non-olympus plastic distal end cover (c-cover). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope could not capture an image from the scope; no image; and no error codes were displayed. The issue was observed during a bronchoscopy and the procedure was completed with a similar, no delay was noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image could not be determined, however, the issue was likely the result of stress damage to the charged-coupled device (ccd) and leakage into the ccd due to user handling, resulting in image loss and electronic component damage. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿- troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage¿. Olympus will continue to monitor field performance for this device.